Event description:
It was reported that during a balloon-occluded retrograde transvenous obliteration treatment procedure, the balloon ruptured. Using a 10fr sheath along with a .035 guide wire, the occlusion balloon was advanced and inflated to occlude the adrenal artery. A micro catheter was then inserted and a mixture of ethanolamine oleate and lipiodol infused through the catheter. It was noted that the occlusion balloon ruptured and it was subsequently removed. No pt injury or complications were reported. Add'l info has been requested. It was noted during clinical follow up that the pt expired 6 weeks following this procedure due to lung and other general health problems. The pt's death was not related to the borto procedure.